Event description:
The healthcare professional reports that the nm-f4455 lot#0025757 implant was inserted in the patient's mouth in (B)(6) 2024. The implant was removed during placement due to pterygoid soft bone. The device was forwarded to the manufacturer. A longer implant was replaced. No patient-operative or post-operative complications were reported.

Manufacturer narrative:
The probability of a manufacturing or design defect that might lead to implant replacement due to a patient's anatomical defect has been nonexistent. If additional information is received that indicates the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
UDI related data quality updates only.